Event description:
Displayed lower than expected peak inspiratory pressure for set tidal volume. Unit tested with the same parameter settings from the floor. Confirmed peak inspiratory pressure readings corresponds with set volume as required by manufacturer unit was further connect to a flow analyzer test equipment in order to verify readings pressure drop still corresponds to volume being delivered. Vendor notified and aware of issues. Working with facility on identifying issues.